Event description:
It was reported the customer requested assistance obtaining clinical audit logs after a patient death. There was no allegation of device malfunction. The nurse manager requested verification if leads off alarms occurred for this patient being monitored on telemetry. No other clinical information or medical intervention was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and retrieved and provided the customer with the clinical audit logs for the requested time period. A philips remote clinical specialist (rcs) was added to the call. Data was reviewed during the call. The rse remoted into the patient information center ix (picix) and noted yellow level ECG alarms off at approximately 0616 hours and multiple spo2 alarms, as well. The customer declined to have onsite support by a philips field service engineer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philps remote service engineer (rse) and a philips remote clinical support (rcs) representative spoke with the customer. The rse retrieved the clinical audit logs and provided these to the customer. The rse and rcs assisted the customer in reviewing log information and identified yellow level ECG alarms and spo2 alarms. The rcs provided information to the customer on how to search the patient data by the patient medical record number. The customer indicated there was no product malfunction and declined onsite service. The logs were provided to a philips product support engineer (pse) for technical investigation. The pse verified that on (B)(6) 2024, ¿ECG leads off¿ (cyan inop) started at 05:06:32 and then it escalated to ¿!!ECG leads off¿ (yellow inop) at 05:06:36. This escalated ¿!!ECG leads off¿ (yellow inop) ended at 06:16:50. The reported problem was not confirmed. Information was provided to the customer to resolve the issue.